Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When assembling the 2* for the freedom clamp there was difficulty, and it was determined after the case that the piece was cross threaded. Case type: pka.

Manufacturer narrative:
Reported event: it was reported that while assembling the 2* for the freedom clamp there was difficulty. Device evaluation and results: visual inspection: visual inspection shows galling/cross threading on internal threads of p/n 112240, lot # 19050715. See attachment 1 for an image of the instrument. Dimensional inspection: dimensional inspection was not completed since visual and functional inspection confirmed galling/cross threading. Functional inspection: functional inspection shows array adaptor screw jammed prior to fully seating femoral and tibial array to array adaptor. Device history review: review of the device history records indicate 198 devices were manufactured and accepted into final stock on 15th sept 2016. No non-conformance were identified during inspection. Complaint history review: a review of complaints related to p/n 112240, lot number 19050715 shows no additional complaints related to the failure in this investigation. Conclusions: functional and visual inspection confirmed thread galling/cross threading. Over tightening can be the cause of galling/cross thread. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
When assembling the 2* for the freedom clamp there was difficulty, and it was determined after the case that the piece was cross threaded. Case type: pka.